Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the time will not stay correct in the meter remote. Customer support determined that the meter remote and the pump were paired, and explained to the reporter that when the system is paired the time in the meter remote comes from the pump time, indicating a possible time issue with the pump. The reporter did not have the meter remote or the pump in hand to troubleshoot at the time of the call. Customer support has attempted follow up to complete troubleshooting, without success. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter was not returned with the pump for investigation. The pump was successfully paired with a test meter, and the time in the meter matched the time in the pump. A normal 10 unit bolus was successfully performed and accurately recorded in the pump history. A review of the black box showed no alarms or errors associated with the complaint. The keypad buttons were tested and no hypersensitivity was found. The complaint could not be duplicated during investigation. Unrelated to the complaint, investigation revealed that the audio bolus button cover was missing. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.